Event description:
ECMO pump stopped functioning after "snapping" sound heard. Manual cranking was required while the pump was changed. Split belt confirmed by biomedical engineering. Second such incident of belt breakage since 1/96. Pt's o2 saturation decreased, but returned to baseline quickly after going back on ECMO. Abg's during hand cranking 28/47/72/24. All appropriate preventive maintenance had been done on pump. Belt with normal usage time, so should not have split. Received no recommendation or report of evaluation on previous incident reported 1/96.